Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was successfully implanted in a patient. The patient had remained hemodynamically stable throughout the procedure. The dimensions of the defect was unknown. The defect was sized using a transesophageal echocardiogram (tee) and fluoroscopy. Two days after the implant, on (B)(6) 2022, the patient reported having severe abdominal pain. A computed tomography examination was performed with no findings. The following day, the patient again mentioned a complaint of severe abdominal pain. On (B)(6) 2022, patient suffered cardiac arrest, but was successfully reanimated after successful cardiopulmonary resuscitation measures. A transesophageal echocardiogram was performed and discovered that the 22mm amplatzer amulet occluder had embolized in the patient's left ventricle. The patient suddenly died thereafter. The cause of death is currently unknown. The cause of the device embolization was unknown.

Manufacturer narrative:
An event of severe abdominal pain, cardiac arrest and device embolization and sudden patient death were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.